Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. External and internal visual inspections of unit revealed frayed/exposed wiring on the power supply cable. During the investigation, visual inspection revealed that the right-angle cable and power cord had no physical damage and were properly seated on back cover. No software malfunctions or anomalies were observed. The backplate of the device was removed and a standard power supply was connected to the unit. The unit was powered on with no issues observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. This device does not fall under the fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported sparking and exposed wires of the power extension cable. The patient electronics device was replaced and there were no adverse consequences reported by the patient.